Event description:
It was reported that this monitor was used to interrogate the device of a patient who was scheduled for surgery. The reports from the interrogation were not secured for review nor was the information from the interrogation reviewed with a member of technical services before or after the procedure, as stated in labeling, resulting in delayed clinical action. The device was programmed to voo mode preoperatively but was not programmed out of that mode following the surgery. The patient was discharged and left the hospital with their device in an asynchronous mode. They presented at the emergency room (ER) approximately one month later with symptoms of heart failure; at this time it was not noticed that the device was still in voo mode and the patient was released with no changes to device programming. The patient again presented at the ER and the issue was addressed.